Manufacturer narrative:
H.6. Investigation summary: one photo, one representative sample, and one actual sample received by our quality team for evaluation. Both samples were subjected to the breakout and sustaining force test. Both samples passed these tests within the product specifications. Therefore the team was unable to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Because, the samples passed the plunger breakout and sustaining force test specification, the root cause could not be determined h3 other text : see h.10.

Event description:
It was reported that the bd¿ syringe luer slip w/ needle plunger was "too tight" and difficult to move. This was found in 50 different syringes prior to use. The following information was provided by the initial reporter: "plunger is too tight to push and pull."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd¿ syringe luer slip w/ needle plunger was "too tight" and difficult to move. This was found in 50 different syringes prior to use. The following information was provided by the initial reporter: "plunger is too tight to push and pull."